Manufacturer narrative:
(B)(4).

Event description:
It was reported an increase in right ventricular capture thresholds was observed. The patient was asymptomatic. The lead remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
New information received states that fluoroscopy showed the lead had moved from its original place. The lead was repositioned. The patient condition was stable.